Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, a non-recoverable fault 307 occurred. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The customer performed a power cycle of the system; however, a non-recoverable fault 319 occurred during power on self-test. The tse reviewed event logs via onsite and confirmed the non-recoverable fault 319 pointed to axes controller carriage (acc) of universal surgical manipulator 2 (usm2). The procedure was converted to laparoscopic with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field service evaluation, the fse replaced the universal surgical manipulator (usm) to resolve error 319. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint. The unit failed normal mode on the in-house system and triggered error 319 pointing to the axes controller, carriage (acc) at startup. Swapped the rolling loop fiber cable with a test one and the usm did not trigger any errors. Reconnected the original rolling loop fiber cable and error 319 came back. As a fix, the rolling loop harness will be replaced. This unit was tested on the patient side cart (psc) fixture test platform (pftp) and it passed direction test, carriage lissajous, sensor check, carriage strength check, fiber tests fan tests, brake tests, friction tests, and carriage switch test. The complaint of the customer encountered non-recoverable errors was confirmed based on failure analysis, which indicated that the device did contribute to the customer reported issue.